Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged blister/hematoma and clotted blood requiring debridement is related to the prevena peel & place¿ dressing. Multiple unsuccessful attempts were made to obtain additional clinical and device information. The patient's umbilicus was not filled prior to placing the prevena peel & place¿ dressing; therefore, this event is being reported due to potential use error. Device labeling, available online and in print, states: the prevena plus¿ incision management system will not be effective in addressing complications associated with: - ischemia to the incision or incision area. - untreated or inadequately treated infection. - inadequate hemostasis of the incision. - cellulitis of the incision area. Peel & place¿ dressing application. Caution: if the dressing covers the umbilicus, the umbilicus must first be fully filled with an antimicrobial petroleum gauze prior to dressing application. Warnings: dressing components: the prevena¿ dressing contains ionic silver (0.019%). Application of products containing silver may cause temporary tissue discoloration. - to avoid trauma to the skin, do not pull or stretch the adhesive border of the dressing during application. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 24-apr-2025, the following information was provided by the nurse: there was blistering to the patient's naval area after removal of the prevena peel & place¿ dressing. The dressing was in place for seven days. The affected tissue was debrided and clotted blood was identified within the blister. An alternate dressing was placed, and the patient was scheduled to be seen the following day at the hospital to reassess the wound. A photo was provided of the reported blister/hematoma to the patient's naval. On 01-may-2025, the following information was received from the tissue viability nurse: the healthcare provider attempted to reach the patient regarding their follow-up appointment but received no reply. The patient did not show up the follow-up appointment. The initial wound etiology is surgical; the patient was status post aortic valve replacement. The dressing used was the prevena peel & place¿ dressing - 35cm. On 08-may-2025, the following information was received from the solventum representative: the patient's naval was not filled prior to placing the prevena peel & place¿ dressing. The prevena peel & place¿ dressing lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed.